Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty disconnecting the infusion set from the anchor after a recent supply change and shower; education and troubleshooting were provided, and the user subsequently confirmed successful disconnection. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education materials. Investigation of this case revealed user technique challenges related to infusion set handling and connection/disconnection, with the device functioning as designed and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique.